Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. Unit was monitored and no missing segment during testing. Unit received cracked case at display window corner.

Event description:
(B)(6): customer said that the pump screen was blank but when she pressed the button for an easy bolus it screen would come back on but ther would be black lines where the number was supposed to be. Inquired what led up to the complaint. Customer response: screen blank, blank display t/s per dop. Patient's bg is 217 mg/dl. Explained the possible causes of blank display. Adv to disconnect from the pump. Customer is not calling back after receiving a new battery cap. Inquired...

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.